Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause of the impedance issue and flipping issues were not known. Nothing was reportedly done for the high impedances. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was having difficulty recharging their implantable neurostimulator (ins). An x-ray was taken which confirmed that the ins flipped in the device pocket. The manufacturer representative also reported that contact 15 had out of range impedances with values greater than 10,000 ohms. It was noted that contact 15 was not used in reprogramming. The manufacturer representative stated that the physician opened up the pocket site and flipped the ins, tacking it down using eyelets at the top of the device. They also used an abdominal binder to help keep the ins in place. It was noted that surgical intervention resolved the issue. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the patient had poor coupling and was unable to charge. Antenna locate feature was attempted and this did not resolve the issue. The representative used a different recharger and the issue was not resolved. It was unknown if there were any pocket issues as the representative was unable to assess. The caller was redirected to follow-up with healthcare provider to consider imaging. No patient symptoms were reported. No further complications were reported/anticipated.